Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to loss of osseointegrations two years and eleven months after implantation. Dental hygiene around the implant was moderate. The patient had no significant medical history and has been recovered without complications.